Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿cracked battery connection¿ could not be confirmed through this evaluation. The information indicated the system controlled was exchanged to the backup on (B)(6) 2020 because of the power cable being damaged. Additional information communicated on (B)(6) 2021 indicated the suspected system controller is believed to not have been returned. The information indicated the suspected system controller is not returning. A root cause of the damaged power cable could not be determined during the evaluation. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use states ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial (B)(6)) associated with the event was unavailable for an evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a controller exchange due to cracked battery connections.